Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting therefore no additional product or event information was avilable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.